Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147988), the manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged of difficulty breathing due to accumulation of phlegm. Intensification of allergies in the morning after waking with devices use. There was no report of harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147988), the manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged of difficulty breathing due to accumulation of phlegm. Intensification of allergies in the morning after waking with devices use. There was no report of harm or injury. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, component code and conclusion code has been updated. Product brand name, model number, lot number/batch number, catalog item identifier, serial number, expiration date, product UDI was updated in this report.